Manufacturer narrative:
Olympus contacted the user facility to obtain add'l info regarding the report, but the user facility had provided only limited info. The device referenced in this report was returned to olympus america, inc for eval. The lithotriptor was tested using two different handles, model maj-441, and maj-440. The basket was found to be operative, and retracted into the sheath with minor restriction. The distal basket appeared in good order; however, the basket wires and insertion tube were observed to be bent in multiple locations. The device will be forwarded to the original equipment MFR (OEM) for further investigation. The exact cause of the user's experience could not be determined at this time, but it appears the reported difficulty was likely due to user handling. If add'l and significant info is received later, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket was able to capture the stone, but could not be closed. The user disconnected the handle, and the basket reportedly came apart, and the users then pulled the entire sheath off without cutting it. The procedure was successfully completed using a flower basket ((B)(4)) and a non-olympus balloon (model unk). There was no pt injury reported.